Event description:
It was reported that during a laac watchman procedure to treat stroke prevention and atrial fibrillation, a versacross access solution rf wire was selected for use. The first transseptal puncture was successful, but the watchman flx could not be deployed in coaxial position, therefore, the transseptal puncture was redone. The watchman flx was removed and versacross dilator and rf wire were reinserted. Transesophageal echocardiography (tee) was suboptimal in the septum, a couple of attempts were made to cross, but the versacross rf wire was curled at the septum on the right atrium site. A second attempt was performed, but patient's blood pressure dropped and the systolic blood pressure (sbp) was around 50. Neosynephrine and calcium were administered, and a posterior pericardial effusion of 0.5 cm was noted. The sheath and the dilator were removed and protamine was given. The effusion reached 1 cm, and act after protamine was approximately 140. Transthoracic echocardiogram (tte) was performed as a baseline, the procedure was cancelled and the patient was taken to the intensive care unit (ICU) for observation. No surgical interventions were performed. The devices will not be returned since they were disposed.